Event description:
It was reported that a user requested a factory reset of the ilet system after significant weight loss and a period of not announcing meals per clinician direction, in order to reset the pump algorithms and resume meal announcements. Symptoms included no adverse clinical effects. Outcomes included no alerts, alarms, or need for medical intervention. Investigation included customer support troubleshooting and user education regarding proper use and meal announcement practices. Investigation of this case revealed no device malfunction and no component failure, and the reset was performed to optimize therapy settings following clinical changes. It was concluded, based on established findings for similar reports, that the event was related to use conditions and therapy optimization rather than a device defect.